Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of 5% dextrose in water, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of ambisome liposomal medication for a duration of two hours. The customer contact reported that the ambisome liposomal medication was yellow in color. The primary solution container was hung lower than the secondary solution container. After an unspecified length of time, backflow of solution from the secondary solution container into the primary solution container was noted. It was reported that the pt did not receive the full dose of medication. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including, and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.